Event description:
It was reported that during a gastric bypass procedure, the device did not cut the tissue. Another device was used for the procedure. No adverse pt consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.